Manufacturer narrative:
(B)(4). Visual assessment of the photograph provided by the customer has confirmed that drill had fractured. Reported information indicates the fractured piece of the drill was left within the tibia. Review of the device history records identified no deviations or anomalies. This device is used for treatment. The device was manufactured in february 2005 and has been used in an unknown number of surgeries. The manual orthopaedic surgical instruments indicates that instrument sets should be verified for content and functionality prior to use. It also states "visually inspect for completeness, damage and/or excessive wear" and if damage or wear is noted that may compromise the function, a zimmer representative should be contacted for a replacement. It is likely that this fracture is a result of normal wear during the instrument's field life. Upon further review of the original rationale not to file a MDR, it has been determined that the rationale was not sufficient and therefore this MDR is being filed.

Event description:
It is reported that when drilling into the sclerotic bone the drill bit snapped within the tibia. There was no easy way to remove this as it was not protruding. The surgeon decided to leave it in situ.